Event description:
Per the clinic, the patient experienced no benefit with the device subsequent to a migration of the electrode array into the middle ear. The device was explanted and the patient was reimplanted with another cochlear device during the same surgery (specific date not reported).

Manufacturer narrative:
Device analysis report attached.